Manufacturer narrative:
Eval: lab examination of the returned item revealed no defect. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. The iab inflated and functioned normally when attached to the sys 97 iabp in the lab. No alarms were triggered. Probable cause of difficulty: no leak was found in the returned iab. It was not possible to determine the cause of the reported difficulty based on the event description and examination of the returned product.

Event description:
The pump alarmed "autofill failure" and the iab leaked. Event complications: none from the event-reported 2/27/98. Pt's current status: unk-rpt'd 2/27/98.